Event description:
It was reported that the patient experienced recurrent symptomatic hypoglycemia while using the ilet pump, with multiple daytime lows and a nadir around 30 mg/dl requiring rescue intranasal glucagon, and that inconsistent meal announcements and multiple meal entries over a short period were observed to drive excess insulin delivery; the pump user interface and the process of meal announcing were implicated. Symptoms included hypoglycemia, dizziness, and muscle weakness. Outcomes included an unexpected medical intervention with medication and a serious injury or illness impairment. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method involving the user interface and meal announcement workflow. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.